Manufacturer narrative:
Section h6: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's major infection resolved without sequelae on (B)(6) 2021.

Event description:
It was reported that the patient had an elevated c-reactive protein of 315 mg/l and procalcitonin (0.71 ug/l) on (B)(6) 2021. (B)(6) epidermidis was found in the blood sample. Intravenous (IV) antibiotic therapy was started. The site of infection was the vascular catheter and was not associated with the left ventricular assist system (lvas). The infection was bacterial, (B)(6). Changes were made to medication. Antibiotics were started. The patient was placed on parenteral oxacillin for 4 days, as well as on vancomycin. The patient was not diagnosed with covid-19 and had a negative test.